Event description:
It was reported the device firing mechanism did not work. No patient consequences were reported.

Manufacturer narrative:
Firing lever assembly. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the firing lever assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.